Event description:
Patient reported right side "have fallen out", "discomfort with the appearance of various symptoms and changes in her body after the introduction of the foreign body. Reports significant breast pain", "breasts with intense pain on palpation and grade iii/IV capsular contracture", "severe fibrosis, retraction", "alteration of columnar cells without atypia", "adenosis", "focal apocrine metaplasia", "predominantly adipose stroma", "fibrous capsule with synovial metaplasia" and "chronic inflammatory process associated with foreign body-type gigantocystic reaction." The events of "breasts have grown and become too large", "fibromyalgia" and "limitations on daily activities, dry mouth and headache" are not device related. Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Adhesion-breast: unable to observe since it is not related to the device. Headache-breast: unable to observe since it is not related to the device. Inflammation/irritation-breast: unable to observe since it is not related to the device. Fibromyalgia-breast: unable to observe since it is not related to the device. Varied injuries-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and granuloma.

Event description:
Patient reported right side "have fallen out", "discomfort with the appearance of various symptoms and changes in her body after the introduction of the foreign body. Reports significant breast pain", "breasts with intense pain on palpation and grade iii/IV capsular contracture", "severe fibrosis, retraction", "alteration of columnar cells without atypia", "adenosis", "focal apocrine metaplasia", "predominantly adipose stroma", "fibrous capsule with synovial metaplasia" and "chronic inflammatory process associated with foreign body-type gigantocystic reaction." The events of "breasts have grown and become too large", "fibromyalgia" and "limitations on daily activities, dry mouth and headache" are not device related. Device was explanted.